Event description:
Per legal claim: case # (B)(4). Attorney alleges that the patient underwent inguinal hernia repair surgery with 3dmax mid meshes (left and right) on (B)(6) 2021. It was alleged that the patient had recurrent simple right inguinal hernia and thereby underwent open repair with mesh on (B)(6) 2023, during the procedure the surgeon noted that the "the spermatic cord was a piece of preperitoneal fat that was sneaking through the internal inguinal ring. It was gently reduced into the preperitoneal space". As alleged the patient experienced hernia recurrence, chronic pain which have impaired daily activities. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including hernia recurrence, chronic pain, disability and additional surgery post implant of 3dmax mid mesh. The instructions-for-use supplied with the device lists hernia recurrence and pain as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-jun-2021) is considered to be a best estimate. Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.